Event description:
During a normal device change out, the rv pace sense unraveled when removing it from the header and, thus, had to be replaced. This lead was capped.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.